Event description:
It was reported that pump displayed malfunction alarm code 12 and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that malfunction code was resettable. Cts provided pump reset information and assisted caller with resetting the pump. Customer may continue to use the pump.